Event description:
Complaint description: patient was revised due to pain update rec¿d 01/30/2017- litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from discomfort, inflammation and general litigation notes metal on metal implications. Adding the stem for the elevated ions. Complaint was updated 02/14/2017. Update 03/10/2017 (pfs-391) medical records received. Alleges pain, difficulty walking and performing normal daily activities. There is no new information that would change the existing MDR decision. The complaint was updated on: 3/31/2017. Update ad 17 aug 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and medical record. Ppf has no new allegation. After review of medical records, patient was revised to address painful left metal on metal total hip arthroplasty. No unusual findings were noted during the operation. Added account name and associated contacts. Doi: (B)(6) 2002: dor: (B)(6) 2016 (left hip). Patient is bilateral, please see (B)(4) for the right hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient was revised due to pain examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec¿d 01/30/2017- litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from discomfort, inflammation and general litigation notes metal on metal implications. Adding the stem for the elevated ions.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised due to pain.

Manufacturer narrative:
Additional narrative: depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 03/10/2017 - medical records received. Alleges pain, difficulty walking and performing normal daily activities. There is no new information that would change the existing MDR decision.